Event description:
It was reported while unloading a patient from the ambulance the "wheel tray" of the stretcher allegedly did not lock into position and the stretcher lowered to lowest position. No injury to the patient was reported but a medic alleged injury in the nature of back pain and sought medical evaluation. No information on the outcome of the evaluation was provided.

Manufacturer narrative:
A visual and functional evaluation was conducted on the subject stretcher by an authorized field technician at the customer's location. The stretcher was found to be operating as intended and the reported issue could not be duplicated. No additional information was provided regarding the alleged injury.

Event description:
It was reported while unloading a patient from the ambulance the "wheel tray" of the stretcher allegedly did not lock into position and the stretcher lowered to lowest position. No injury to the patient was reported but a medic alleged injury in the nature of back pain and sought medical evaluation. No information on the outcome of the evaluation was provided.